Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the charger cable emitted a flash of flame during surgery. The charger gave off a burning smell, produced smoke, and then burst into flames. One of the charger's three pins was also missing. The monitor continued to function properly, only sounding an alarm when it began to run out of battery power. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: g2 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Review of the images noted that there was a missing power pin on the power supply, and the power supply was dirty. It was reported that the charger cable emitted a flash of flame during surgery. The charger gave off a burning smell, produced smoke, and then burst into flames. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that one of the charger's three pins was missing. The monitor continued to function properly, only sounding an alarm when it began to run out of battery power. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.